Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported death / expired was due to effusion and tamponade. The cause of the reported cardiac tamponade and pericardial effusion could not be determined. The reported patient effects of cardiac tamponade, pericardial effusion, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a patient death. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with flail and mitral annulus calcification (mac). The patient presented with a pre-existing small thrombus in the left atrial appendage (laa), and small pericardial effusion. The physician determined it was safe to proceed with the procedure. The team was extremely careful to not engage the laa. There was no interaction between the atraumatic tip and the valve or other structures. Two clips were implanted with no reported issue, reducing mr to grade 2+; and final gradient of 3.7mmhg. Upon follow up in the afternoon, the patient experienced significant effusion and tamponade. The patient was transferred to the operation room (or) and expired. No additional information was provided.